Event description:
A catheter occlusion of the distal segment was reported. The pt had experienced more pain than usual. No surgical intervention was reported. The pt outcome was reported as non-serious injury/illness. The pump was used to deliver hydromorphone, fentanyl, baclofen and clonidine.

Manufacturer narrative:
(B)(4).